Event description:
It was reported that the articular surface did not mate with the tibial plate. The operation was completed with a different articular surface. This resulted in a 5¿10-minute surgical delay. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). D10: concomitant medical product - 42532007102 - tibia cemented 5 degree stemmed right size e - unknown. G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h4; h6; h11. Visual inspection of the returned device show that the dovetail feature is flared out. The devices also exhibit signs of insertion attempt/s (gouges, inserter marks). The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. This complaint is confirmed via product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.